Event description:
Dexcom api failures leading to no cgm sensor data. Many reports on social media today, shocking graph on downdetector.com. Dexcom it systems do not appear to be up to the task.(B)(6).